Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose level of approximately 400 mg/dl. Reportedly, the cartridge had been reused two times. The customer addressed their bg level with a manual injection of insulin prior to going to the emergency room and therefore received no medical intervention during their stay a the ER as their bg level lowered. Customer was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy. Tandem technical support educated the customer on insulin labeling.